Event description:
It was reported that "pressure sensors need to be replaced". There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of a pressure sensors need to be replaced was confirmed during laboratory testing. ¿ no obvious issues or anomalies were observed with the returned device related to the reported complaint during the external and internal inspection of the suspect pump module. ¿ the results of testing identified the bottle side pressure sensor within specification, but the patient side sensor was found to be out of specification. ¿ the bottle side pressure sensor was temporarily replaced on the pump module for testing purposes only. The suspect pump module passed analog sensor task and preventative maintenance (pm) after sensor replacement. ¿ a review of pump module error log showed no errors related with the reported issue. Infusions were not recorded on the day of the reported event. On (B)(6) 2025, at 9:14 am, the las infusion with the suspect device was recorded with a rate of 100ml/h and a vtbi (volume to be infused) of 50ml, then, at 9:35 am the infusion was paused, then, the pump module was powered off. ¿ per the bd alaris¿ system with guardrails user manual (v12.1) states: ensure the upper fitment is not elevated above the fitment recess on the pump. Do not stretch or twist the set while loading or when closing the door. Ensure tubing is correctly placed over pressure sensors. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center devices were opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused component. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that "pressure sensors need to be replaced". There was no patient involvement.